Event description:
It was reported a revision surgery for a possible tibial loosening, however, the surgeon discovered the post from the articular insert had broken. The broken part was lodged in the femoral notch. Surgeon chose to exchange the liner only.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the device showed a fractured post. Damage was observed on the posterior edge of both condylar regions of the insert. Evidence of wear and deformation could be observed primarily on the posterior side of the post. Articulating surface of the insert showed fracture surface of the post, and evidences of wear, pitting and gouging damage. The causes of the post fracture on the tibial insert could not be determined from the investigation of the device. No evidence of material or manufacturing deviations were observed in this investigation. Our investigation including a review of complaint history for the listed product revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. The clinical evaluation team noted that there is no clinical relevant documentation provided, therefore a thorough medical investigation could not be performed. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened and reevaluated.